Manufacturer narrative:
Manufacturing review:a device history record review could not be performed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months later, the patient presented for filter removal, a percutaneous approach of the right internal jugular vein was performed using ultrasound guidance and a 5 french cook micro-puncture set with introduction of a 5 french pigtail catheter into the inferior vena cava for inferior venacavogram. No thrombus seen in the filter. The catheter was then exchanged for the 12 french recovery filter removal sheath placed just above the filter. A bernstein catheter was placed through the sheath and beyond the filter through which an amplatz superstiff wire was placed. The bernstein catheter was then exchanged for the recovery filter retrieval cone catheter which was advanced over the filter. Several attempts were made to remove the filter without success due to filter tilt. The filter was then left in place. After ten years and nine months, lumbar spine x-ray revealed the filter was within the inferior vena cava. There was a linear metallic density projected over the sacrum and cannot excluded a fractured portion of the filter. After one-month, computed tomography of the abdomen and pelvis with and without contrast revealed the filter was identified in the inferior vena cava. The tip or apex of the filter was at the level of the right renal vein. The left renal vein was more cephalad. One of the struts of the filter appears to penetrate the wall of the inferior vena cava posterolaterally and the tip laid at approximately the 6 o'clock position in relationship to the aorta between the posterior wall of the aorta and the anterior margin of the vertebral body. There was a linear density quite likely metallic identified anterior to the right psoas muscle posterior to the small bowel in the retroperitoneum. It has a similar appearance to the short struts of the filter. Possible to represents migration of a fractured caval filter strut. Additionally, 3 dimensional reconstructions of the filter were performed as well as the metallic density identified in the right upper pelvic retroperitoneum. There are 4 intact normal appearing short struts in the filter and 4 long struts. There was a deficiency of short struts along the left margin of the filter and the size and configuration of the metallic density in the pelvis approximately matches the appearance of the short struts. Fractured strut was migrated either through the retroperitoneum to this location or perhaps within the ovarian vein as the expected location of the ovarian vein was quite close to this location at the psoas muscle. One strut extended beyond the border of the inferior vena cava to a location posterior to the posterior wall of the aorta, of uncertain significance. The patient reportedly experienced abdominal pain. Therefore, the investigation is confirmed for alleged filter tilt, filter limb detachment, filter migration, perforation of the inferior vena cava and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached, tilted, migrated to psoas muscle and perforated the inferior vena cava wall. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The detached struts retained in right sacrum and right psoas muscle posterior to the small bowel. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached, tilted, migrated to psoas muscle and perforated the inferior vena cava wall. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The detached struts retained in right sacrum and right psoas muscle posterior to the small bowel. The current status of the patient is unknown.